Manufacturer narrative:
The device ro 15 065 was inspected for investigation purposes. The tests performed confirmed that the head holder adaptor was non-functional and the part was replaced.

Event description:
It was reported that during a brain stem biopsy, the head holder adaptor was non-functional. The surgeon prepared the mayfield adapter and loosened the screw to bring the adapter in the right position. When he tried to fix it again, he was not able to fix the adapter, because the screw was stuck. It was reported that the surgery was cancelled.